Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having difficulty charging the ipg. The physician was not sure if it was a malfunction or an issue with the pocket depth. The patient underwent an ipg replacement procedure. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Sc-1132/(B)(4) device evaluation indicated that the complaint in regard to the charging issue was not verified. The alignment beeping stopped as the ipg was coupled with a test charger. The ipg was charged fully in two charge cycles from its hibernation state. The end-of charge beeps were generated upon completion of charging. The battery depletion rate was within the expected range. There was no excessive battery depletion when the device was turned off. The patient's data indicated that there was no charging attempt in the field. The associated charger was not returned for analysis. The device passed functional test and exhibits normal device characteristics.

Event description:
A report was received that the patient was having difficulty charging the ipg. The physician was not sure if it was a malfunction or an issue with the pocket depth. The patient underwent an ipg replacement procedure. The patient was reportedly doing well postoperatively.